Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat gastrointestinal bleeding performed on (B)(6) 2024. During the procedure, the device could not deploy the bands, and the bands dislodged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands also prematurely deployed.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with six bands attached to it and one of the bands overlapped. Additionally, one band was returned deployed and broken. The ligator housing teeth were found bent and broken. The handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of band unable to deploy was confirmed; however, the reported event of band premature deployment cannot be confirmed during the product analysis since this failure can only be seen during the procedure. Upon analysis, the returned ligator housing had six bands attached to it and one of them overlapped, one band was returned deployed and broken, and the ligator housing teeth were found bent and broken. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat gastrointestinal bleeding performed on (B)(6) 2024. During the procedure, the device could not deploy the bands, and the bands dislodged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands also prematurely deployed.